Event description:
Healthcare professional reported "Capsular contracture Baker Grade III, Device Migration/Implant Malposition, Change shape/size/style" via the National Breast Implant Registry (NBIR). This record is for right side. The device has been explanted.

Manufacturer narrative:
The event of Capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture Baker Grade III, Device Migration/Implant Malposition.